Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the stimulator was causing problems and was currently inactive. The stimulator was scheduled to be removed on (B)(6) 2020. No patient symptoms reported.